Event description:
Reporter initially indicated that pt's device was explanted due to lack of efficacy. Further follow-up revealed that the pt had an increase in seizures when the device was activated two years ago. The device was turned off on 05/2000 due to the increase in seizures (5-25 per day). No pre-vns baseline number of seizures is documented in the current physician's file. The pt was on phenobarbitol at the time of implant. No medication changes were made during the first three months that the device was programmed on. After turning off the vns, the pt was prescribed keppra and then zonogram. The pt is currently stable on the medication. The pt requested that the device be explanted for cosmetic reasons.